Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting multiple error codes 1104 check vent: backup alarm failed, 110e check vent: air flow sensor calibration data error, 110f check vent: o2 flow sensor calibration data error, 1115 check vent: aux alarm supply failed, 111a check vent: 24 v supply failed, 1118 5 v supply failed, 1105 (post) alarm led failed, 1101 check vent: ventilator restarted, and 1127 check vent: ovp circuit failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Per service manual, it is recommended to replace the motor controller printed circuit board assembly (pcba), central processing unit pcba, power management pcba, or data acquisition pcba.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.